Event description:
An error message was reported with the adc device. Customer received a "unable to read" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of oral glucose by a healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh00d53e64 has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. Attempted communication between returned sensor and known good reader sn: (B)(4). Reader successfully communicated with the returned sensor. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.